Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically replaced due to twiddler's syndrome. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically replaced due to twiddler's syndrome. This device was returned for analysis. No additional adverse patient effects were reported.